Manufacturer narrative:
An additional evaluation was performed and the report stated the following: the investigation has shown that the driving shaft is indeed broken at the hole of the locking spindle. The review of the production history revealed that this instrument was manufactured according to the specifications. No abnormal findings were identified. The broken surface is homogenous what indicates material conformity as well. We suppose that simply too much applied mechanical force well beyond its calculated design during use caused the breakage. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the middle part of the implant inserter broke on (B)(6) 2013. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Blank fields on this form indicate information that is unknown, unavailable or unchanged.